Event description:
It was reported that during surgery the sutures of the device became tangled after deployment of the second anchor, and the device was removed. During the procedure, after the surgeon pushed out the second anchor, the sutures became tangled. The surgeon removed the device and all associated product from the patient, resulting in an intra-operative delay of approximately 15 minutes. The patient had no known impact or consequence. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, the event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.